Event description:
It was reported that during a prostate surgical procedure @ 44,746 joules and 18 minutes the fiber was forward firing and decrease vaporization was observed. The fiber was exchanged and the second fiber also had the same failure as the first fiber @ 61,909 joules. The procedure was completed with turp. There were no reports of patient harm or injury. This report is for the first fiber used.

Event description:
It was reported that during a prostate surgical procedure @ 44,746 joules and 18 minutes the fiber was forward firing and decrease vaporization was observed and difficult to stop bleeding. The fiber was exchanged and the second fiber also had the same failure as the first fiber @ 61,909 joules. The procedure was completed with turp. There were no reports of patient harm or injury.

Manufacturer narrative:
Added - difficult to stop bleeding.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is partially fractured distal to glue zone at the bevel section; the fiber/glass cap distal part is detached and not returned. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.